Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Blood glucose at time of event was 38 mg/dl. The blood glucose level at the time of call was 200 mg/dl. Customer reported that they got low blood glucose due to over delivery. Customer had shock as a symptom of low blood glucose level. Customer was treated with food. Customer was not feeling okay to troubleshoot. No further patient complications were reported. Insulin pump will not be returned for analysis.